Event description:
It was reported that the patient presented in clinic for follow-up. During a device firmware upgrade, the pulse generator went in back-up. Firmware upgrade was attempted multiple times but failed. The device was successfully restored to its original firmware. The patient did not experience any symptoms.

Manufacturer narrative:
Correction: (B)(4) - operating system version or upgrade problem, should have been reported.